Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was delayed in responding to touch. Reportedly, the customer continued to use the pump for insulin therapy. Additionally, the pump touchscreen was unresponsive. Customers blood glucose was 131 mg/dl. During troubleshooting with tandem technical support, the pump was operating as expected. Customer continued to use the pump for insulin therapy.